Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect uninterruptible power supply (ups) has been received by manufacturer for evaluation. The reported issue was conformed as the uninterruptible power supply (ups) did not power on with returned batteries. New batteries were installed and charged for at least 6 hours. Batteries were unable to charge. System fault led was lit. Defective uninterruptible power supply (ups).

Event description:
A site representative reported that while outside of procedure, when testing the imaging system the mobile view station (mvs) of the imaging system would not power on. Checking the toggle switch and cables did not resolve the issue. System was rebooted several times but the issue persisted. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) and catalog number updated. If information is provided in the future, a supplemental report will be issued.